Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimates were inaccurate after loading multiple cartridges with insulin or water. Cold insulin had been used. There was no impact to the customer's blood glucose level.